Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: as the device remains implanted, a device evaluation was unable to be performed. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a device malfunction. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The most likely cause of this event is procedural factors and patient factors, including patient's anatomy (narrow sinotubular junction) and probable valve oversizing. The patient ultimately died due to bleeding in the posterior part of the myocardium, after a complex intervention. There is no indication that a device malfunction contributed to the death. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation and no additional information on device current location was given. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from poland that a valve model 3300tfx23mm implanted in aortic position was explanted at implant due to a blockage of the coronary ostia. Another 21mm bioprosthetic valve was successfully implanted in replacement. Additionally, a coronary artery bypass graft (CABG) was performed, to repair the destroyed coronary ostia caused by the valve's implantation. Due to the complexity of the intervention and prolonged cardiopulmonary bypass time, the patient remained on extracorporeal circulation for an extended period. Postoperatively, the patient was transferred to the intensive care unit, where unfortunately passed away due to myocardial bleeding from the back part of the heart. As reported, there was no direct relationship between the device and the patient's death.